Event description:
On (B)(6), 2026, a patient underwent percutaneous mechanical thrombectomy and atherectomy via the femoral artery using a rotarex device for lower limb arterial occlusion. A v18 guidewire was advanced with a single bend catheter through the lesion in the superficial femoral artery. The support catheter was exchanged, and the guidewire and catheter were advanced through the popliteal artery, tibiofibular trunk, and fibular artery to the fibular artery lesion. After angiographic confirmation, a thrombus aspiration catheter was introduced over the guidewire. During the suction process, air leakage was observed from the blue fluid collection chamber at the distal end, resulting in decreased suction power and device failure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4.as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway.section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.